Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported slow boot up. Unable to confirm fan quit working. However, a missing keyboard screw was found moving freely inside power supply and it may have interfered with operation of power supply. A loose ECG (electrocardiogram) connector was found on a printed circuit board assembly. Product ID: 2067l rf head; product ID: 229047 analyzer. (B)(4).

Event description:
It was reported that the programmer was booting up "extremely slowly" and that the fan quit working. Repeated attempts at turning the fan switch to off and on did not restore it. It was indicated that once booted, the programmer did function "fine." The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. It was indicated that there was no patient involvement associated with this event.